Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2018 the patient underwent a right total knee arthroplasty using simplex hv bone cement. It is further alleged that he had to undergo a revision surgery due to alleged loosening. The date of revision surgery or other additional information have not been provided.